Event description:
Customer reported a cartridge alarm labeled as 20, which occurred during the load process. There was no adverse impact to the customer's blood glucose level. Technical support confirmed that there were issues with consecutive cartridges, decided to replace the pump, and arranged for a replacement to be sent with updated software. Customer was informed about the steps to take with the new pump, how to handle the return of the problematic pump, and confirmed shipping arrangements without a signature requirement. Customer opted for mdi as backup therapy, and no fsl2+ sensors were used with the pump.